Event description:
No additional information

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "patient on tpn. Lipid infusion running without issue, noted leaking from infusion giving set at the top point of the drip chamber. Tpn stopped and IV fluids commenced." No model or lot numbers were provided to aid the investigation. Further details relating to the nature of the reported issue were not provided to aid the investigation. As no model or lot number was provided to aid the investigation into this report, and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode. Please continue to report these events if they occur, wherever possible returning the original samples and full details of the customer¿s experience to allow for a full investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: patient on tpn. Lipid infusion running without issue, noted leaking from infusion giving set at the top point of the drip chamber. Tpn stopped and IV fluids commenced. Tpn restarted when next bag available. No harm to the patient was reported.